Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for 30 minutes. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries.